Event description:
The hospital reported that during testing for a saphenous vein harvesting procedure, the scissors did not open or close on two of the harvesting cannulas. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.